Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. Customer¿s blood glucose (bg) level was ¿high¿ on cgm. Customer treated elevated bg with correction bolus via pump.